Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This report is in reference to the lead associated with the patient's cervical scs system. It was reported the patient hasn't been receiving beneficial therapy. An impedance check revealed high impedance. Reprogramming attempts have been unable to provide beneficial therapy. The patient may undergo surgical intervention to provide resolution.